Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a clinical study in regard to a patient receiving lioresal 1,000 mcg/ml at 130.2 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity. A pump motor stall occurred on (B)(6) 2015. The patient had no signs or symptoms. The outcome was resolved without sequelae on (B)(6) 2015. Interventions included providing the patient a bolus. The device was interrogated on (B)(6) 2015. The etiology was considered the pump. It was considered related to the device or therapy and not related to the implant procedure. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the study. The event date was updated from (B)(6) 2015.

Event description:
2015-09-25 information was received from a healthcare professional (hcp) via a clinical study. The motor stall occurred (B)(6) 2015 at 15:23 and recovered at 16:02.